Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose and received a no delivery alarm. Customer's blood glucose was 445 mg/dl and caller stated that the entire infusion set was changed. Customer's blood glucose is 320 mg/dl today. Customer also has a no delivery alarm. Caller stated that this happened 4 times this week. Caller stated that it occurred during normal use of the pump. Customer was treated with a manual injection of 8 units and diet soda. After the customer changed the site, the customer also treated with a bolus. Caller stated that the insulin did exit the tubing and the cannula was not bent. It was explained that the site may have been occluded. Caller was advised to do a complete set change. Customer will be sent a replacement infusion set and reservoir.